Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant glucose (glucm) results generated by unicel dxc 800 pro synchron clinical system for two patient samples. The results were not reported out of the laboratory. The patient results were reported after the third runs of the samples. The there was no effect to the patients or to the user.

Manufacturer narrative:
No system issue was reported for calibration or qc. Service call was not requested or initiated. A definitive root cause has not been determined for this event.